Manufacturer narrative:
The device was returned to the manufacturer. Visual inspection was performed and the lens optic was cut in two (approximately half). Both haptics are detached. A portion of the haptic was not returned. There is no specific complaint against the lens, the lens was inspected, however issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that initially an ar40e 23.0 diopter intraocular (iol) was inserted into the female patient¿s eye but was then removed and replaced as the physician was not satisfied with how the lens looked. A second ar40e 23.0 diopter lens was then inserted however this time the physician noted a capsule tear but was unsure whether the capsular tear occurred during the implantation of the second lens or if it was due to patient issues. The physician performed a vitrectomy. He removed this second lens and replaced it with a sulcus lens, everything went well. No incision enlargement or sutures were required when the 2nd lens was removed. No post-op patient injury reported. This report is to capture the event as related to the second lens ar40e lens.